Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found, however blood/body fluid was noted on all conductors (not obstructed); full lead was returned and analyzed. Evaluation summary (B)(4) no anomalies found (B)(4) full lead.

Event description:
It was reported that at implant, it was difficult to position the lead and the lead kept falling out of the lateral vein upon slitting, due to patient anatomy. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.